Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had a return of pain in the beginning of (B)(6). There were no external factors related to the issue that the rep was made aware of. The patient contacted their healthcare provider (hcp) and an x-ray was ordered and it revealed that the lead migrated down one vertebral body. There is a reprogramming scheduled on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2018 (B)(4) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause wasn¿t known of the lead migration. The rep reported that they reprogrammed the patient but the patient still complained that relief was not like it was before. The rep reported that the patient planned to contact the healthcare provider (hcp) to discuss a lead revision. The patient wasn¿t scheduled at this time. The issues weren¿t resolved. No further complications were reported.